Manufacturer narrative:
Product unavailable for analysis.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, approximately 3 minutes into the ablation cycle, a fluid loss alarm was generated on the hta control unit. The fluid loss rate was 7cc/minute. Since no cervical leaks or procedure set leaks were noticed, the physician resumed the ablation cycle. However, at approximately 5 minutes into the ablation cycle, a second fluid loss alarm was generated. The fluid loss rate was 9cc/minute. A small cervical leak was noticed. The cool down cycle was performed and the procedure was aborted. Both a tenaculum stabilizer and a speculum were used during the procedure. The patient did not sustain any burns and there were no patient complications reported. The condition of the patient following the event was reported as "fine".